Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show multiple events and alarms ¿placement signal not reliable¿ (#1036, due to opm signal invalid) during the first day of support, one isolated occurrence of momentary loss of opm data, and multiple suction alarms throughout the case. Logs also confirmed instances of placement monitoring having to be disabled. Ltlog and rtlog data shows very low snr of the optical signal, which was causing placement signal values to become invalid, or inaccurate (¿barcoding¿). Console was tested in danvers, and its optical bench was found to be passing snr testing only marginally. Analysis of the analog output of optical bench ccd detector revealed significant noise in the baseline, which resulted in inability to correctly process the fringe pattern and calculate placement. Inspection of the console also revealed contamination of the optical connector fiber ferule, resulting in further degradation of the optical signal. During console inspection and data analysis it¿s been discovered that the rl05609 had been frequently disconnecting from the cloud because of rlm reboots due to video signal noise, that was traced to defective rlm and compromised backstrap cable (unrelated to the original complaint). The single controller error and momentary loss of placement signal was due to an optical bench fw communication protocol anomaly, resulting in misalignment of data communication packets received by epc. The aic sw operated as designed. The cause of the aic issue was a defective optical bench. The cause of the aic issue was a software issue. The cause of the aic issue was a defective impella connect module. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had a cp with loss of placement signal after just one day of support. The optical signal failure did not lead to any harm or injury. The pump remained on for support. The decision was made to withdraw care, and the patient expired. The event of death has been filed under the sister complaint/record.